Event description:
The complainant escalated a surgical patient from intra-aortic balloon pump to the impella 5.5 pump for support. The 5.5 had high purge pressures on day 2 and was remedied by the addition of tissue plasminogen activator to the purge. The pump remained on for 10 days of support til wean and explant.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary the cause of the high purge pressure was due to biomaterial buildup based on returned data log analysis.